Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sample (B)(6), from "(B)(6)", was tested with serology. The test result was positive (c+), which contrasted with the molecular typing performed on (B)(6)2025, using the ID core xt assay which provided negative results (c-), with ID core xt analysis software v3.0.2.